Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 4.1 mmol/l and 18.1 mmol/l within 10 minutes. All tests were performed on the finger. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter serial number k-f068-33272. Returned meter performed in accordance with manufacturer's instructions for use. Customer[s complaint of erratic readings was not duplicated during testing. The freestyle blood glucose readings reported by the customer were not found in the meter internal log.